Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analysis noted that visual inspection found the bi-lumen tubing voided and crushed due to 1st clavicle rib crushed. Destructive analysis was performed, and confirmed that the inner insulation and the rv cable coating breached causing the distal conductor and the rv conductor shorting together. No conductor fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right v entricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter. Continuation of medical products: 500fa27 valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds. As well, the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for oversensing, elevated sensing integrity counter (sic) and high rate non-sustained episodes which was consistent with a lead issue. It was also noted that there was intermittent noise and fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.